Event description:
Several resident noted to receive verious skin tears - these were found to be caused by contact with head bolts on older shower chair's, which are to be replaed shower chair was used in female bathdevice not labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: design, telemetry failure, unanticipated adverse reaction - short term. Conclusion: device failure related to patient condition, device discarded - unable to follow-up, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.